Event description:
It was reported the implantable neurostimulator (ins) flipped in the pocket. Posterior-anterior view was done on the buttock implant and the image indicated the leads were coming out to the left side. No interventions were planned. The ins was flipped back over and the patient received very good recharging.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product typ lead product ID 37754, serial# (B)(4), product typ recharger product ID 37744, serial# (B)(4), product typ programmer, patient product ID 355531, lot# n318083, implanted: 2012-(B)(6), product typ screening device product ID 3550-p4, lot# n308186, implanted: 2012-(B)(6), product typ accessory. (B)(4).